Manufacturer narrative:
Evaluation summary: one sample was received for evaluation, the received components are one outer cannula, one size 8 obturator. The customer reported that the unit had no green head tube in the box. A visual inspection was performed and it was observed the cannula presents signs of use, no other components neither the pouch was received. Therefore the reported condition could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the unit had no fenestrated disposable inner cannula in the box. The customer reported that there was no patient involvement.